Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI#: (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The expected fasting blood glucose test result range is 90 to 120mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 147 and 145mg/dl using true track meter. The test strip lot manufacturer's expiration date is 02/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. The 164mg/dl (B)(6) 2017 01:26 pm fasting: yes, 134mg/dl (B)(6) 2017 02:27 am fasting: yes, 146mg/dl (B)(6) 2017 10:59 am fasting: yes, 143mg/dl (B)(6) 2017 10:13 am fasting: yes, 149mg/dl (B)(6) 2017 09:45 pm fasting: yes.